Manufacturer narrative:
Upon further review of the file, reporting there was intermittent resection of vitrectomy probe head at an unknown timing of surgery was not to be considered a reportable malfunction because a serious injury had not occurred and it was not likely that a recurrence would result in serious injury. The event was only related to defective vitrectomy probe. No further report will be scheduled under mfg. Report num.1644019-2024-01157. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that there was intermittent resection of vitrectomy probe head. It was unknown how the surgery was completed. The procedure type was unknown. The condition of aspiration was unknown. There was no information about patient harm. Upon further review of the file, reporting there was intermittent resection of vitrectomy probe head at an unknown timing of surgery was not to be considered a reportable malfunction because a serious injury had not occurred and it was not likely that a recurrence would result in serious injury. The event was only related to defective vitrectomy probe.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that there was intermittent resection of vitrectomy probe head. It was unknown how the surgery was completed. The procedure type was unknown. The condition of aspiration was unknown. There was no information about patient harm.